Event description:
It was reported that the 9800 system had poor image quality. Also, the flip flop brake handle was broken. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable and brake handle were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.